Manufacturer narrative:
During a follow - up with the user facility, the customer indicated: the scope will be re-cultured at their facility. The customer also confirmed that there were no patient effects or infection due to the reported issue. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the positive culture could not be determined due to lack of information provided by the customer. Despite several attempts to obtain reprocessing information as well as detailed positive culture results. Olympus will continue to monitor field performance for this device.

Event description:
During a follow - up with the user facility, the customer indicated: the scope will be re-cultured at their facility. The customer also confirmed that there were no patient effects or infection due to the reported issue.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for an unspecified microbial contamination. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility or any additional information regarding this event. At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.